Event description:
The pt was treated in ER for a fractured thumb with stockinet and web roll from bsn medical specialists and casting tape from 3m. About 23 hours later, the pt returned to ER with fluid draining from the top of the cast. The cast was removed and the pt was diagnosed with a circumferential 2nd degree burn from the top of the cast to the palm. The pt was referred to a burn clinic for treatment with silvadene.

Manufacturer narrative:
The device used was not returned to 3m for eval, however, manufacturing info of the lot is currently being reviewed. Initial reporter has also filed medwatch report. In summary, based on the info reported, 3m was not provided enough info to draw a conclusion if other factors contributed to the event.